Event description:
It was reported that the burr became stuck in lesion. The target lesion was located in the very tight calcified artery. A 1.50 mm rotapro was selected for use. During the procedure, the rotapro burr got stuck in the lesion and was cut to release. The burr was recovered using a guidezilla 8fr catheter. The procedure was completed using another of the same device and a non-boston scientific device. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Manufacturer narrative:
E1 initial reporter city: (B)(6). C2/d10 - concomitant product/therapy (1): corrected. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the device found that the coil was detached 2.2cm in length from the distal end of the coil. The burr failed to return for further analysis. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck in lesion. The target lesion was located in the very tight calcified artery. A 1.50 mm rotapro was selected for use. During the procedure, the rotapro burr got stuck in the lesion and was cut to release. The burr was recovered using a guidezilla 8fr catheter. The procedure was completed using another of the same device and a non-boston scientific device. There were no patient complications reported.